Event description:
After insertion of a 40cc intraaortic balloon (iab) in the patient, while suturing the iab in place, blood was noted in the helium supply line and the loss of helium alarm went off. The iab was turned off and under fluoroscopy the shaft of the iab was noted to be fractured. The iab and its sheath were removed and replaced with a new 40cc iab and 9 fr. Brite tip sheath.